Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer also reported no delivery alarm. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer advised to discontinue use of the pump and revert to a back-up plan. Customer reports event was resolved by changing complete set infusion and reservoir. Customer reports the infusion set tubing came apart. The blood glucose was very high as 500 mg/dl. Customer treated high blood glucose with manual injection and changed the tubing. Customer reports the infusion set cannula was bent. The blood glucose was 320 mg/dl. Customer advised to monitor problem and call back if issues persist. The insulin pump will not be returned for analysis.